Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the ilet connector broke after being dropped, requiring removal of the insulin cartridge using tools; a supply change was completed, and insulin delivery resumed with no impact on blood glucose.